Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during an atrial tachycardia/atrial fibrillation episode. The implantable pulse generator (ipg) was underreporting atrial tachycardia and atrial fibrillation episodes due to post mode switch overdrive pacing. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.